Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st and 2nd distal stent wraps with struts raised. Slight deformation was evident to the distal tip. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a non tortuous, non calcified lesion with 95% stenosis in the ostium diagonal branch. The lesion was pre-dilated. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was not inspected. Negative prep was performed with no issues. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that the device would not pass through a previously deployed stent in the mid lad and when removed it was noted that a strut was raised out of place. The procedure was completed using another resolute integrity device (2.25x14mm). There is no patient injury.